Event description:
It was reported via repair work order that the stretcher had intermittent zoom. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher had intermittent zoom. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. The PMA/510(k)# is included in this MDR follow-up. Additionally, the product code and common device name was corrected.